Event description:
The reporter asked that the pump history be down-loaded. The reporter stated that an overinfusion occurred during infusion of blood. The pt's blood pressure dropped. Dopamine and albumin were given.